Event description:
It was reported that during interrogation, it was noticed that there was lead warnings due to high impedances on the superior vena cava (svc) coil and right ventricular (rv) coil of the rv lead, and also the left ventricular (lv) lead. There was also report of noise on the rv coil channel and rapid rise in impedance on the high voltage 'b' of the rv lead. The lead was suspected of fracturing. The rv coil and pace/sense coils of the rv lead were capped and replaced and the svc portion of the lead remains in use. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.